Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer was unable to test on his adc blood glucose meter due to the meter powering on with button press but not with test strip insertion. On (B)(6) 2018 around 11:00am, customer ¿could not walk¿. Customer¿s wife called the paramedics. The paramedics transported the customer to the hospital where he was given an insulin shot (units unknown). It was further reported that the customer had labs drawn at the hospital for laboratory analysis, which noted elevated liver functions and a sonogram, which identified gallstones in the gall bladder. No treatment was provided by the paramedics and no further treatment was provided after the insulin shot. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's wife reported the customer was unable to test on his adc blood glucose meter due to the meter powering on with button press but not with test strip insertion. On (B)(6) 2018 around 11:00am, customer ¿could not walk¿. Customer¿s wife called the paramedics. The paramedics transported the customer to the hospital where he was given an insulin shot (units unknown). It was further reported that the customer had labs drawn at the hospital for laboratory analysis, which noted elevated liver functions and a sonogram, which identified gallstones in the gall bladder. No treatment was provided by the paramedics and no further treatment was provided after the insulin shot. There was no report of death or permanent injury associated with this event.